Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron 300 series g310 they allege that the insert heats up. No injury was reported from the alleged event.

Manufacturer narrative:
Within warranty? No. Serial number: (B)(6). Notes: will call back with email when they get the replacement for the label (B)(6) (B)(6) 2026 replaced on 31263851 (B)(6). Repair tech: (B)(6) 000 evaluated, meets specifications, contact customer no fault found, unit working with company specs. Footswitch was low on charge. DHR review is not required because the product was returned for evaluation. The service technician could not replicate the failure noted in the complaint with the returned unit. No additional action is necessary.